Event description:
During a ptca / atherotomy treatment procedure involving a 90% stenotic lesion in the middle portion of the lad coronary artery the maverick2 monorail balloon was suspected to have ruptured on the second inflation despite predilatation of the lesion. (The number of atm's reached on the inflations in unknown.) The patient was asymptomatic during this event. A goodman space alloy guidewire (size unknown) and a mach 1 guide catheter (size unknown) and a medtronic everest inflation device were also used in this case, but the type and size of introducer sheath used is unknown. The procedure was successfully completed. Patient status is reported as 'good'.